Event description:
On (B)(6) 2020, I tripped and broke my left femur. I was pinned at (B)(6) by dr (B)(6). Sadly, in (B)(6) I felt great pain in my knee. X-rays in my homestate of (B)(6) repeated that the j&j (synthes brand pins) lot 22120 20 broke. Dr (B)(6) removed the broken screws (which I have) and re-affixed to rod to my femur, I'm still recovering, years later with pain and loss of mobility.